Event description:
Discrepant troponin ultra results were obtained on two pt samples. The results were not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was not sent to the customer site. The customer does not believe this issue to be system related. No further evaluation of the device is required. The cause for the falsely elevated troponin ultra result is unk.